Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter in two (2) pieces. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Microscopic examination presented no damage or irregularities to the balloon. Microscopic examination presented no damaged or irregularities to the tip. Microscopic examination and tactile inspection presented no damage or irregularities to the shafts. Microscopic examination revealed numerous kinks throughout the hypotube and a complete hypotube separation 70.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination presented no damage or irregularities with the bi-component weld / bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, it was noted that the shaft of the device broke during the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, it was noted that the shaft of the device broke during the procedure. No patient complications were reported.